Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false positive architect total bhcg result of 244.52 iu/l was questioned by a physician. The sample retested negative at <1.2 iu/l. A rapid strip test was also negative (<5 iu/l). No adverse impact to patient management was reported.

Manufacturer narrative:
A field service engineer inspected the architect i2000sr analyzer, sn (B)(6), replaced r1 syringe, trigger and pre-trigger solution solenoid valves, the buffer filter and cleaned load-unload diverter, which resolved the issue. A review of the service history for the architect revealed no additional issues were reported post replacement of the parts. A review of tracking and trending did not identify any trends. The architect operations manual and service and support manual provide adequate labeling regarding, component replacement, error codes, and troubleshooting the reported issue. Labeling was reviewed and found to be adequate. Based on the information within the complaint record no systemic issue or product deficiency was identified in the architect i2000sr system.